Event description:
The customer reported that the device will not turn on. Device has a red x and no chirp. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.